Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis: reducible bilateral inguinal hernia. Postoperative diagnosis: reducible bilateral inguinal hernia. Procedure performed: laparoscopic bilateral inguinal hernia repair with mesh. Events: the patient had additional surgery; adhesions; and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.